Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro-centrifuge vial with residue/debris. Visual inspection found one of the haptic torn and stretched out. Dry clear residue and debris throughout the lens was also observed. Claim# (B)(4).

Manufacturer narrative:
B5- per updated information the replacement lens was implanted vertically. Cause is unknown. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaints were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1,-12.50/2.00/94, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a same length lens due to lens rotation not associated to low vault. This exchange resolved the problem.